Manufacturer narrative:
Medwatch form 3500a will be completed and sent to the FDA.

Event description:
Patient required assistance from physician to remove softcup. Patient reported pain and sickness for 3 days following removal. Symptoms were not associated with device use.